Event description:
Report received from the USA regarding an attachment device in which it was reported that the device ¿won¿t work". It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter there were any delays in surgery or if a spare device was available. It was unknown to the reporter if injuries or medical intervention were reported. No additional information was available.

Manufacturer narrative:
The attachment device was received for evaluation. The attachment device was evaluated and the tip was found to be bent. Evidence suggests this is due to improper handling. The reported condition was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).